Event description:
Procedure: veterinary. According to the reporter: unauthorized receipt under (B)(6) ovariohysterectomy, plus two laceration repairs on neck. Ovariohysterectomy sutures: 2-0 maxon simple continues pattern to close linea alba (abdominal midline), and 3-0 maxon simple continuous to close sub-cutaneous and subcuticular. Release from hospital. Presented on emergency with complete dehiscence of entire abdominal wound, with intestines protruding from incision. Taken to surgery and repaired; found the 2-0 maxon suture in the linea alba was broken in the middle of continues strand, while the knots at both ends were intact. Hospitalized for three days on IV fluids, two antibiotics (cefazolin and baytril), and pain medication (hydromorphone and buprenorphine). Released from hospital, doing well at first follow up visit.